Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during retrieval of an unknown inferior vena cava filter, a performer introducer split vertically as the filter was being pulled into the sheath. The complaint device was used to retrieve another manufacturer's inferior vena cava filter, which had been in place for an unknown length of time. The filter was not damaged. Resistance was reported as the filter was pulled into the sheath; however, not an unusual amount. The sheath reportedly split to the valve. A cut-down procedure was then performed to remove the sheath and filter from the vessel. Access, which was described as uneventful, was obtained in the right jugular vein using ultrasound guidance. The anatomy was not tortuous, scarred, or calcified. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, drawings, the instructions for use, manufacturing instructions, and quality control data. One used rcfw-16.0p-38-45-rb received. The entire length of sheath was split vertically except for 4cm at the proximal end. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use ¿performer introducers and guiding sheaths are intended to introduce therapeutic or diagnostic devices into the vasculature.¿ precautions: ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer.¿ ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve / introducer may result when the fit is tight.¿ ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ ¿before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline.¿ instructions for use: ¿1. Upon removal from package, ensure the inner diameter of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced.¿ ¿9. Insert appropriately sized device as needed.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that the procedure and user technique contributed to this incident. As mentioned in the clinical assessment, the IFU for the bard device states to use dual 9 and 11 french retrieval sheaths and an intravascular snare for filter retrieval. The IFU cautions the user that improper retrieval technique may result in intimal injury or caval narrowing. It is unknown what snare was used in this case or if a dual sheath technique was performed; however, the user reported resistance as the filter was pulled into the complaint sheath. It is possible that the filter may have partially opened within the 16 french sheath, resulting in damage to the inside of the sheath by the filter anchors. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2020. The complaint device was used to retrieve another manufacturer's inferior vena cava filter, which had been in place for an unknown length of time. The filter was not damaged. Resistance was reported as the filter was pulled into the sheath; however, not an unusual amount. Access, which was described as uneventful, was obtained in the right jugular vein using ultrasound guidance. The anatomy was not tortuous, scarred, or calcified.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of an unknown inferior vena cava filter, a performer introducer split vertically as the filter was being pulled into the sheath. The sheath reportedly split to the valve. A cut-down procedure was then performed to remove the sheath and filter from the vessel. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is unavailable at this time.